Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display and its stylus pen had an offset between them, and that this difference grew bigger closer to the upper left corner of the display. It was also noted that several calibration attempts were made without resolution and that electrocardiogram derivation was one thing which could not be changed because of its location in the upper left corner. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a deviation between the stylus and the cursor was confirmed and it was noted that closer to the upper left corner on the screen the deviation became biggest. Attempts to calibrate to resolve were unsuccessful. It was additionally noted that the power bay cover, rails keyboard cover sliding and the rear display cover were broken, the company logo button was missing and software errors were found in the history. New software was installed, the touch screen, power bay cover, rails keyboard cover sliding, company logo button and rear display cover were replaced, the device was cleaned and it passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.